Event description:
It was reported that during a left upper lobe lung lobectomy for a cancerous lesion, the device was clamped and fired across the left bronchovascular pedicle of the left upper lobe. Once fired, there was significant bleeding from the pulmonary artery which was not occluded by the staples. It should be noted that the pt had significant scar tissue around the hilum due to a previous surgery which made dissection difficult. The surgeon also noted that the stapler had misfired. The pt bled out from the pulmonary artery and expired. Received the following info on 09/24/2009: an autopsy was done, but it is not known when it will be available or if it will be available. Surgeon was not a first time user. No reloads were used. This was the initial firing of the device. Risk management does not know how the device misfired.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition with a cartridge present in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it cycled, fired, and formed all staples as intended. A batch record review was performed and no anomalies were found during the mfg process.